Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary in addition to the samples returned by the customer, retained powder and liquid samples of the complaint batch in question were obtained. All samples were conditioned to 23°c, and mixed in the laboratory in a beaker under ventilated, temperature and humidity controlled conditions. The mix for both sets of samples was wet with the powder and liquid components combining as normal. Customer sample mean dough time: (B)(4). Customer sample mean setting time: (B)(4). Retained sample mean dough time: (B)(4). Retained sample mean setting time: (B)(4). Results for both sets of samples are within the specification limits. The appearance and handling characteristics of the cement were as expected with all results obtained being within specification criteria. The cement did not appear to be overly viscous and on testing, the cement appeared to have slight flow/ spread which is characteristic of this cement type. No product problem or unusual observations were observed on the testing of the retained samples of this batch. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. This can cause wide fluctuations in working and setting time. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. A root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained sample. However, the conditioning and storage of the product, or the operating theatre temperature could have potentially aided the unusual behaviour mentioned. Device history lot device history reviewed: 2 unrelated non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search found 4 reports against this product/ lot combination, including this complaint. It is recognised however that 3 of the complaints were generated at the same time for the same issue, and the number of associated complaints is due to the number of individual units reported. Total for lot number: 4 (pc-000177431, pc-000177542, pc-000177603, pc-000195281) complaints received by cmw in the last 12 months for this issue ¿ by product code: (B)(4). By product family: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon and staff were using smartset gmv cement for total knee case. After doing their routine steps for mixing, they noticed that cement was not performing as usual and did not set up in the usual amount of time. Staff said that the cement seemed "weird and not right". Doctor will not use this particular lot# and wants it out of the facility.